Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would spontaneous reboot. There was a slight delay in order for the pumps (about 15 seconds) and the central control monitor (ccm) (about two minutes) to power up. The device was not changed out. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.